Manufacturer narrative:
There was no report of patient injury. (B)(4). Sorin group (B)(4) received a report that the customer could not get flow with the sorin centrifugal pump system with tubing clamp during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported flow issue. The scp-system worked according specification. The unit was released to the customer. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. The investigation is still on-going. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the customer could not get flow with the sorin centrifugal pump system with tubing clamp during a procedure. There was no report of patient injury.